Event description:
It was reported that there was a hole in the tubing of a minicap transfer set which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and a cut in the tubing was observed. Leak, clear passage, and clamp function testing was performed and a leak due to the cut tubing was observed. The reported condition was verified. The cause of the cut tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.